Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal procedure, the 30-degree endoscope was rotating to 30 degrees up when it was reinstalled on the universal surgical manipulator (usm) even though when the customer took it off the usm, it was set to 30 degrees down. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the error logs and did not see any errors in the logs. The tse recommended that the customer remove the endoscope from the usm, rotate the endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen, press the clutch button on the usm that was holding the endoscope (to cancel guided scope change), and reinstall the endoscope onto the usm. The customer was not able to try that at the time since they were operating, but they would try it when they had the chance. The tse recommended trying another endoscope if the issue remained. The customer continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. There was a two-minute procedure delay. The image was not inverted. The endoscope did move freely with uncontrolled motion. The event did not involve a reversed control on the system usms. The 30-degree endoscope was installed in down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. An indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was not any damaged observed on the endoscope¿s adapter/base such as missing screws(s) or component. Prior to the event, the endoscope was manually rotated 180 degrees. To resolve the issue, the customer took the endoscope out, pressed the instrument clutch button to clear the memory, and re-inserted the endoscope. The customer did change the endoscope later in the case. The procedure was finished with a backup endoscope. The endoscope will not be returned to isi for evaluation because it was put back into circulation.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer to further investigate the reported event. The fse spoke with the isi clinical sales representative (csr) who confirmed the staff removed the endoscope, clutched the arm, reseated the endoscope and the proper orientation to correct the vision per the isi tse instructions. No onsite visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the da vinci 30-degree endoscope involved with the alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the 30-degree endoscope was put back into circulation. Although the complaint was not confirmed by failure analysis since the 30-degree endoscope was not returned, the information gathered indicated that the device could have contributed to the customer reported issue.